Event description:
This report summarizes one malfunction event. A review of the events indicated that model 1676300 implantable port experienced a break. This report was received from one source. One patient was involved with no patient consequences. Patient age, weight, and gender were not provided.

Manufacturer narrative:
The lot number was provided, and lot history review was performed. The device was not returned for evaluation. However, 3 medical images and 5 electronic photos were provided. The investigation is unconfirmed for break, but confirmed for dislodgement.

Manufacturer narrative:
One device will be returned to bd for evaluation. The return of the device is pending. A photo and x-ray were provided for review. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model 1676300 implantable port experienced a break. This report was received from one source. One patient was involved with no patient consequences. Patient age, weight, and gender were not provided.